Manufacturer narrative:
The investigation did confirm the problem. The valve occluded. The lot number was cfnb7y. The valve was on position 110 mm h2o when returned. The valve was tested for flow. An occlusion was noted during the flow test that uses light syringe pressure to establish if any occlusions are present. Therefore, a fine syringe needle was inserted into the flow opening of the valve inlet, under the ruby ball and its seat. The ruby ball was manually popped free from its stuck position using light force. Then the valve was then tested for pressure. The valve failed the pressure test. The valve was examined under microscope at appropriate magnification and it was dismantled. Biological debris was noted in the pressure control mechanism. The debris stuck the ruby ball on its seat. When the ruby ball was released from its seat, the debris interfered with a proper seating of the ball on its seat. The biological debris was the apparent root cause of the flow problem reported. Review of the history device records confirmed the valve conformed to the specifications when released to stock in december 2005. The biological debris was the apparent root cause of the device failure reported. Debris in the pressure control mechanism can cause the type of problem noted. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.

Event description:
Rep reported that the patient has a va shunt placement and has had several revisions. During the procedure, dr did not think, the valve was working appropriately as he did not see flow when he disconnected the atrial catheter. As a result, the valve was explanted.